Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the air supply volume did not meet the standard value, due to clogging of the nozzle the water removal ability did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip and a white-clouded area, the adhesives around the objective lens had a white-clouded area, the adhesives around the light guide lens had white-clouded area, the plastic distal end cover had a scratch, the connecting tube had a scratch, the control unit had discoloration, and the air/water cylinder had discoloration. The customer cleaned, disinfected, and sterilized the device before returning to olympus, the customer flushed the air/water nozzle/channel with air and water and a detergent solution. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge with no delays and no abnormalities were observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was observed during the device evaluation, the evis lucera elite colonovideoscope exhibited foreign material attached to the nozzle. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified nor the foreign material type, however based on the results of the investigation, the probable cause of the "foreign material in the distal end section of the nozzle" malfunction would likely be related to the reprocessing was deviated from the instruction manual from the obtained information. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.